Event description:
Rptr indicated that the pt had their vns device removed as it was no longer needed, and it was causing pain in her chest when she would roll over at night. Pt had a hemispheric lobotomy which corrected her epilepsy, meaning she no longer needed vns therapy. Attempts for further info regarding the pain the pt was experiencing have been unsuccessful to date. The explanted generator was returned to the MFR for analysis, but analysis is not yet complete.